Event description:
It was reported that the right ventricular (rv) lead had a sudden steady increase in both impedance and pacing threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).